Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 16-nov-2020. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced arthralgia ("joint pain"), 1 year after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), fracture ("fracture"), ligament sprain ("sprain"), osteoarthritis ("osteoarthritis"), fatigue ("fatigue"), depression ("depression"), dry eye ("dry eyes"), auditory disorder ("hearing problems"), vertigo ("vertigo"), myalgia ("muscle pain"), gait disturbance ("locomotor difficulties") and amnesia ("memory loss"), lasting 11 years, was found to have neoplasm ("tumours"), experienced nervous system disorder ("neurological disorders") and was found to have benign neoplasm ("benign tumors"), lasting 11 years. The patient was treated with surgery (hysterctomy). Essure was removed. At the time of the report, the pelvic pain, arthralgia, neoplasm, nervous system disorder, endometriosis, fracture, ligament sprain, osteoarthritis, benign neoplasm, fatigue, depression, dry eye, auditory disorder, vertigo, myalgia, gait disturbance and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, auditory disorder, benign neoplasm, depression, dry eye, endometriosis, fatigue, fracture, gait disturbance, ligament sprain, myalgia, neoplasm, nervous system disorder, osteoarthritis, pelvic pain and vertigo with essure. The reporter commented: she had been involved in great distress. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the following information was updated: start date from (B)(6) 2011; events added fracture, sprain, osteoarthritis, benign tumours, fatigue, depression, dry eyes, hearing problems, vertigo, muscle pain, locomotor difficulties, pelvic pain, memory loss based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 16-nov-2020. The most recent information was received on 01-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pain') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced arthralgia (seriousness criterion medically significant), 11 months 21 days after insertion of essure. On an unknown date, the patient experienced endometriosis ("endometriosis") and nervous system disorder ("neurological disorders") and was found to have neoplasm ("tumours"). Essure treatment was not changed. At the time of the report, the arthralgia, endometriosis, neoplasm and nervous system disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, endometriosis, neoplasm and nervous system disorder with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-dec-2020: patient initials and date of birth updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6) 2020. The most recent information was received on 20-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced arthralgia (seriousness criterion medically significant), 11 months 21 days after insertion of essure. On an unknown date, the patient experienced endometriosis ("endometriosis") and nervous system disorder ("neurological disorders") and was found to have neoplasm ("tumours"). Essure treatment was not changed. At the time of the report, the arthralgia, endometriosis, neoplasm and nervous system disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, endometriosis, neoplasm and nervous system disorder with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 16-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced arthralgia (seriousness criterion medically significant), 11 months 21 days after insertion of essure. On an unknown date, the patient experienced endometriosis ("endometriosis") and nervous system disorder ("neurological disorders") and was found to have neoplasm ("tumours"). Essure treatment was not changed. At the time of the report, the arthralgia, endometriosis, neoplasm and nervous system disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, endometriosis, neoplasm and nervous system disorder with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.